Event description:
Caller reported that a pump malfunction occurred but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service provided information to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and instructed to call back if the malfunction recurred.